Event description:
It was reported that this pacemaker was attempted to be interrogated via a consult device and communication with the device via the consult radio frequency (rf) telemetry did not appear to be successful. It was reported the device had a software update completed approximately six weeks prior and that a magnet had been placed over the device earlier that same day during an unrelated procedure. Technical services was contacted and they discussed this appears to be an unintended behavior associated with the recent software update; rf/wandless telemetry had been disabled. Wanded telemetry is still functional and rf/wandless telemetry is expected to be available after the next software update is completed. The next software update has not yet been released, as of this date. Additional information noted that the patients device was updated with the most recently software and new remote monitoring was given. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker was attempted to be interrogated via a consult device and communication with the device via the consult radio frequency (rf) telemetry did not appear to be successful. It was reported the device had a software update completed approximately six weeks prior and that a magnet had been placed over the device earlier that same day during an unrelated procedure. Technical services was contacted and they discussed this appears to be an unintended behavior associated with the recent software update; rf/wandless telemetry had been disabled. Wanded telemetry is still functional and rf/wandless telemetry is expected to be available after the next software update is completed. The next software update has not yet been released, as of this date.